Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon side console (ssc) shut down during use. The customer called the ab medica technical support engineer (tse) after the issue occurred. The caller stated that after ssc problem, the system was in error. They shut down all system with the breaker. Then they tried to power on and the issue was fixed, but after some minutes, the system still powered down. They restarted the system without ssc 2 and the procedure was completed with a delay less 15 minutes. The tse asked to customer to try with one console to reset the power cable and change the socket but the issue reoccurred, only ssc 2 was connected to alternating current (ac). All troubleshooting steps were completed. The procedure was completing as planned with no patient harm, adverse outcome, or injury. The issue caused a delay of less than 15 minutes.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was not able to reproduce the issue. The fse replaced the surgeon side console power cord to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.